Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient is scheduled for ICD exchange and there was noise on ICD lead. Noise on this atrial lead has been noted for a long time. Lead currently remains implanted. Should additional information be received this file will be updated.